Event description:
It was reported that during a treatment procedure, following post-dilation of a stent, removal difficulties were encountered. The physician had deployed another manufactuer's stent in the native rca which had a 90% lesion and was ectatic. The physician estimates the result was adequate; the lesion was reduced to 10-20%. He then used the nc monorail for post-dilation. Following the second inflation, he was unable to bring the balloon catheter back into the guide catheter. The shaft then separated at the wire exit port, the distal segment remaining in the ostium of the rca. He attempted to remove the retained segment with a snare, but was unable to do so. The segment then floated down the aorta to the iliac artery. The pt remained asymptomatic throughout the procdure and was taken immediately from the cath lab to the operating room for removal of the distal portion of the balloon catheter from the iliac artery. The physician indicated he felt the balloon is bulky, stiff and "winged" following inflation and deflation and could not be retrieved through the 7fr guide catheter. He also indicated he feels the shaft connection is too weak, but that he may have pulled too hard in trying to remove it. The distal portion of the balloon catheter was removed from the iliac artery and the pt is reported to be doing well. The physician indicated he believes the surgery was directly related to the device malfunction.